Event description:
Peritonitis report received in 09/2004 and 10/2004 from a surgeon regarding a pt (gender and age not provided) who experienced peritonitis after receiving seprafilm. A culture and sensitivity test of the peritoneal fluid revealed fragments of organizing acute inflammation exudate. The pt recovered without sequelae in 08/2004) onset date was not provided). The intensity of the event was reported as severe. It was the opinion of the surgeon that the event was probably related to seprafilm because there was no evidence of leakage from the anstomoses on gastrografin imaging. No further information was provided. MFR's comment: please refer to sflm-10096 for second case of peritonitis from this reporter.